Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was missing pixels. It was also noted that the side bail covers were broken.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lower lcd (liquid crystal display) screen needs repair. The device was returned for service. No patient complications were reported as a result of this event.